Event description:
According to the information received, an end-user reported an item damaged/broken. Patient reports that in the last box of 414's there was a defective cath in which there was no tip on it-appeared just cut straight across like plain tubing. He used it during the night and did not look at it before insertion so he scratched himself during insertion and started to bleed. The next day, 2008, he went to see is primary doctor, and he had urine tests done which determined he had an infection. He was sent home with medication and continued to bleed for 2 weeks after. On nine days later, he went to see his urologist, and another urine sample was done to determine that there was no infection or damage anymore.

Manufacturer narrative:
Investigation results are pending. An addendum to this report will be filed. No other complaints have been reported to date for this lot number.